Event description:
It was reported that balloon ruptured and balloon detachment occurred: the target lesion was located in the right common iliac vein. Following deployment of a 18x90 wallstent, a 16-4/5.8/75mm xxl esophageal balloon catheter was advanced for dilatation. During the initial inflation at 2 atmospheres for 2 seconds, the balloon ruptured and upon removal, the balloon was separated into two pieces. Half of it was retrieved and the other half remained in the patient's body. The physician tried a different approach and finally took the other half out. Everything was removed to complete the procedure. There were not patient complications and the patient status was stable.

Manufacturer narrative:
The device was returned for analysis. A visual examination identified a complete circumferential tear of the balloon material approximately 30mm distal from the proximal sleeve of the balloon. The distal section of balloon material had been pulled over the tip of the device. This type of damage is consistent with excessive tensile force being applied to the device. For investigation purposes the investigator pulled the balloon material back over the tip. A balloon longitudinal tear was identified in the distal section of balloon material beginning approximately 15mm proximal of the tip to balloon bond and extending approximately 10mm proximally across the balloon material. A visual and tactile examination identified a complete break of the shaft of the device located approximately 45mm distal of the proximal balloon sleeve. The distal section of shaft was noted to be stretched and kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. A visual and microscopic examination of the tip and markerbands identified no damage or any issues that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon ruptured and balloon detachment occurred: the target lesion was located in the right common iliac vein. Following deployment of a 18x90 wallstent, a 16-4/5.8/75mm xxl esophageal balloon catheter was advanced for dilatation. During the initial inflation at 2 atmospheres for 2 seconds, the balloon ruptured and upon removal, the balloon was separated into two pieces. Half of it was retrieved and the other half remained in the patient's body. The physician tried a different approach and finally took the other half out. Everything was removed to complete the procedure. There were no patient complications and the patient status was stable. It was further reported that the device was simply removed from the patient's body and the shaft of the device was separated.

Event description:
It was reported that balloon ruptured and balloon detachment occurred: the target lesion was located in the right common iliac vein. Following deployment of a 18x90 wallstent, a 16-4/5.8/75mm xxl esophageal balloon catheter was advanced for dilatation. During the initial inflation at 2 atmospheres for 2 seconds, the balloon ruptured and upon removal, the balloon was separated into two pieces. Half of it was retrieved and the other half remained in the patient's body. The physician tried a different approach and finally took the other hallf out. Everything was removed to complete the procedure. There were not patient complications and the patient status was stable. It was further reported that the device was simply removed from the patient's body and the shaft of the device was separated.